Event description:
The customer reports: catheter met resistance and when the clinician pulled the wire back in the catheter, the wire sheared. Intervention: the user did a small cut down and removed the catheter and wire together.

Manufacturer narrative:
Qn# (B)(4). The customer returned a single endurance device and the product lidstock for evaluation. The catheter assembly was returned fully advanced off of the needle cannula and the needle safety guard was deployed. The components showed evidence of use in the form of dried blood. Visual examination of the catheter body revealed a hole/tear towards the distal end of the body. The tear is longitudinal along the length of the body and is approximately 3 mm in length. The edges of the hole/tear are smooth and narrow and the appearance is consistent with damage resulting from contact with a sharp instrument (i.e. The needle bevel). The location of the hole is also consistent with the catheter being retracted back onto the needle cannula causing it to 'catch' on the needle bevel. The catheter body is deformed and twisted adjacent to the hole and significant dried blood was observed within the catheter body. The tapered tip of the catheter can be observed which indicated there are no pieces of the catheter missing. The customer reported that the "wire sheared" however, the guide wire appears to be intact. The device was returned with the guide wire fully advanced out of the needle bevel and bent underneath the needle guard but the ball weld was still present on the distal end indicating no pieces of the guide wire were missing. The tear/hole in the catheter body was located 9 mm from the distal tip and was 3 mm in length. The catheter body length and inner and outer diameter were within specification; therefore, the wall thickness of the catheter body is within specification. The guide wire overall length was within specification; therefore, the entire guide wire was returned. The catheter was flushed with water through the extension line using a 10ml hand syringe and exited out of the hole/tear as expected. No blockages or additional leaks were observed. The guide wire was able to be fully retracted back within the needle cannula despite the bend/kink. Product r & d engineering was consulted to determine a potential root cause for the defect. R & d concluded that the damage observed with the returned sample is consistent with a tear/hole caused by the needle bevel when the catheter is retracted back onto the needle cannula after being advanced off during use. A device history record review was performed on the catheter assembly and no relevant manufacturing issues were identified. The instructions-for-use (IFU) supplied with this product describe suggested techniques to mitigate the risk for damage to the catheter during use. It cautions the user "do not attempt to advance needle back into catheter after catheter is partially threaded off needle to reduce risk of catheter damage" while also containing the warning "do not force catheter if resistance is encountered during advancement". The IFU also contains a warning related to device prep/setup "prior to insertion, distal tip of catheter must be fully retracted past needle bevel or catheter tip damage may occur". The report of damage to the endurance device during use was confirmed through complaint investigation of the returned sample. Visual examination of the returned endurance catheter assembly revealed that the catheter body was kinked/deformed and had a hole/tear towards the distal end of the body. The appearance and location of the hole/tear is consistent with the catheter body coming in contact with a sharp instrument (i.e. Needle bevel). The undamaged portions of the catheter body met all relevant dimensional requirements and a device history record review of the catheter manufacturing process did not reveal any relevant issues. Additionally, product r & d engineering was consulted and confirmed that the defect observed is consistent with a tear/hole caused by the needle bevel when the catheter is retracted back onto the needle cannula after being advanced off during use. Based on these circumstances and the customer report that the defect occurred during use, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: catheter met resistance and when the clinician pulled the wire back in the catheter, the wire sheared. Intervention: the user did a small cut down and removed the catheter and wire together.